Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history records of the product code/lot# combination was conducted with no relevant findings. A search of the complaint files did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the product is faulty. The following information was provided by the user facility: when doctor tried to pull out the product from patient body, there is a string that came out as well. Doctor used other product to complete the surgery procedure. Patient is well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angioseal vip device was returned for evaluation. The device was returned with the arteriotomy locator, packing tray, guidewire, and partially opened polyfoil pouch. The returned components were subjected to visual analysis where a blood like substance was found on all returned devices. The hemostatic sheath was mated with the carrier tube assembly and the deployment sleeve was in the rear lock position, neither the anchor nor collagen were fully exposed at the distal tip of the hemostatic sheath. Closer examination of the distal tip of the hemostatic sheath found a small portion of the anchor exposed. Since the anchor was still nested within the hemostatic sheath, functional testing was conducted. Functional testing was conducted. The device cap was moved into the forward lock position. When this occurred, the anchor along with a portion of the carrier tube became exposed at the distal tip of the hemostatic sheath. The device cap was then moved back into the rear lock position where the anchor properly posted. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. However, there is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the device was no put in the full forward lock position, or an obstruction to the anchor posting to the distal tip. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on july 27, 2017. The doctor pressed on the wound to stop bleeding. The actual case procedure was a normal pci. There was no trouble to insert or placement of the angioseal components prior to the string coming out. Nothing was left in the patient.